Event description:
While trying to remove the foley catheter from this pt, it caused the pt pain and discomfort. The foley catheter was stuck in the urethra. The urologist was consulted and made several attempts to remove the foley at the bedside of the pt and failed. The foley catheter was ultimately surgically removed, under anesthesia by the urologist.